Event description:
The drn00v model intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye). Post-operatively patient reports complaints consistent of blurry near vision, glare halos, and starbursts that have not improved over time or with dry eye therapy. There is no patient harm. The suspect iol is not available for return as it remains implanted. No further information is available.

Manufacturer narrative:
Additional information: section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section b-3 date of event: unknown/asked information was not provided. The best date estimation is after 11-jun-2025, iol implant date. Section d-6b date explanted: not applicable as the iol remains implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Section h-6 health effect - impact code: 4613 ¿ blurry vision and dry eye. Section h-6 health effect - impact code: 4619 ¿ glare, halo, and starburst. Efforts were made to contact the customer account for additional information regarding the complaint, but no response has been received to date. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.